Event description:
The patient reported charging issues between the implant and the external equipment. A boston scientific representative performed device evaluation and the problem was confirmed. Explant surgery has been recommended.